Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the electrode belt failed a hi-pot test and a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node to ECG "b". The open pulse wire caused the reported adjust belt alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving adjust belt alarms. The pt was issued a replacement electrode belt.